Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was very slow when trying to login with bio ID. A field service engineer (fse) remote in and changed network speed to 100 half-duplex to resolve the issue. Further the customer was able to login without any delays. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es an issue occurred the previous day affected all pyxis stations in the hospital; biometric identifier scan experienced delays of approximately 20 seconds, and the customer requested a patch and acknowledged that all nine stations would need to be grouped together for troubleshooting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.